Event description:
Per (B) (6) adverse event report, this pt experienced a large pericardial effusion. "Delayed implant complications could not be excluded". A pericardial window was performed. An echo performed on (B) (6) 2009 confirmed no reaccumulation. The pt was discharged on (B) (6) 2009 with no further adverse events reported. The system remains implanted. Lumax 540 hf-t, (B) (4) MDR 1028232-2010-00090; setrox s 45, (B) (4) MDR 1028232-2010-00089; corox otw-s 75-bp, (B) (4) MDR 1028232-2010-00088.